Manufacturer narrative:
Carefusion file identification number (B)(4). Carefusion (cfn) customer advocacy inquired if the pmv connection was at the end part of the suction ballard, to which the customer confirmed yes. The customer was unable to provide alarm settings at the time the incident occurred. Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient date of birth or weight. (B)(4). Carefusion fse was dispatched to evaluate the device. At this time, the device has not been returned to carefusion's failure analysis lab. Carefusion field service engineer (fse) evaluation report - the event log noted no failure or device error noted. A full operation verification procedure (ovp) was performed, and all were within specifications. Fse concluded that there was no evidence the vela ventilator malfunctioned, and its alarms are working properly.

Event description:
The customer reported while using the vela ventilator, the unit did not alarm. The issue occurred during patient use. The customer reported the "low-pressure and disconnection alarm" did not display when the patient was disconnected from the vela ventilator per medical intervention. The customer reported the patient was using a passy-muir valve (pmv). The customer reported the patient was currently on a ventilator weaning protocol, the speaking valve trial (pmv trial) in conjunction with the suspect device when the incident occurred. The customer confirmed the patient was connected to the suspect device during the pmv trial. The customer reported at the time of the incident; the pmv was connected to a suction ballard product. The customer reported the user facility uses a wired nurse call system patient call. The incident caused a negative outcome to the patient. The suspect device was under quarantine and cfn field service engineer (fse) has been dispatched to assess the reported suspect device.